Event description:
In 2008, the patient was transferred to hospice care for pain control. It was reported that the facility receives their morphine cassettes from an outside pharmacy, but programs the pumps on site. A "new" nurse programmed the device, and erroneously programmed ml instead of mg and started the treatment at 1630. At 0100 in the next day, another nurse noted the discrepancy and stopped therapy. Narcan was administered and the patient was stabilized. At 0800 another physician reported for duty and transferred the patient to the hospital. The patient was due to be transferred back to the hospice facility in the next day, but expired prior to the transfer. Since the event, the user facility reports that they have conducted 1 to 1 training with all their nursing staff. The user facility reports that they have not filed a medwatch.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.